Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a power loss alarm and post-reset ram crc alarm. The customer¿s blood glucose level was 366 mg/dl. The customer reported that they were able to clear the alarms. Customer was able to rewind the insulin pump. The customer reported that they had not received the multiple pump error alarm. The insulin pump will not be returned for analysis.